Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bal seal spring that connects the articulating surface trial to the trial shim was damaged while extracting the articulating surface trial with the trial extractor.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event damaged balseals. Both balseals are damaged and still intact. Hhe (health hazard evaluation)/qrb (quality review board) 103045639 recommended a device correction which was initiated on june 12, 2015. CAPA (B)(4). Determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to per post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.